Manufacturer narrative:
Customer ordered part for replacement.

Event description:
The manufacturer's field service engineer reported the device would not power up on ac. No patient involvement.

Manufacturer narrative:
The manufacturer¿s contact person address is: (B)(4).